Event description:
Caller reported that t: slim x2 pump battery did not charge even after using the recommended tandem charging cable and wall adapter, and attempting different charging accessories did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send the caller a replacement pump with updated software and provided instructions for returning the faulty pump and suggested training resources available to ensure proper use of the new device.